Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0158 competitor implantable tachy lead, implanted: (B)(6) 2006; 1056t competitor implantable pacing lead, implanted: (B)(6) 2006; 4470 competitor implantable pacing lead, implanted: (B)(6) 2006.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.